Manufacturer narrative:
(B)(4). The device was evaluated and the reported issue was confirmed through the review of the logs. The cause was use error, tidal total ultrafiltration (uf) removal set too low. Homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A formal review of the label for the product family will be conducted. If additional relevant information becomes available, a follow up will be submitted.

Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 02:23:32. During night drain cycle three, the patient's ultrafiltration reading was 1316ml, indicating the home patient (hp) drained 1216ml more than their maximum programmed fill volume of 2000ml. No additional information is available.